Event description:
The customer reported that their camera is intermittently not registering the fiducials. This could be caused by reflection off the gantry front, which is resolved by moving the gantry, covering the front of the gantry with a towel to eliminate the reflection, or repositioning the camera. He said the calibration jig will align one day, then fail the next day with the error "frame geometry error." Customer is requesting confirmation that the system is performing optimally. No serious injury to the patient was reported, as the user observed this issue prior to treatment. No further patient information was provided.

Manufacturer narrative:
Actual device involved in the incident was evaluated. Though still under investigation, varian has determined that an MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.